Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, stent damage was noted. There appeared to be damage to the distal end of the taxus liberte' 3.0x12mm drug eluting stent. The procedure was completed with another taxus liberte' stent. As there was no patient involvement, no complications occurred.

Manufacturer narrative:
Device analysis found that the condition of the returned unit was consistent with the complaint incident, however the damage was analyzed at the proximal section and not the distal section as reported. Visual examination of the unit revealed damage to the proximal edge of the stent. Some proximal stent struts were bunched together. This type of damage is consistent with the delivery system encountering some form of restriction. Solidified contrast media and blood were present within the entire length of the inflation lumen, therefore indicating the device had been prepped and used in vivo. The balloon was visually and microscopically examined. No visual defects were observed under magnification. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. No further damage was noted with the returned device which could have contributed to the reported complaint. A review of the manufacturing records found that the device met material, assembly and product specifications. The most probable root cause of this complaint is handling damage as the damage occurred prior to use in patient.